Manufacturer narrative:
(B)(4).

Event description:
Correction - it was initially reported that the separation occurred during the first fractional flow resistance (ffr) measurement, however it was later reported that two ffr measurements were performed when the separation occurred. It was further reported that the lesion was 50% stenosed, 20mm in length, and had no tortuosity. Another manufacturer's diagnostic catheter was being used during the procedure. Ffr was being performed from the right coronary artery (rca) to the left anterior descending artery (lad). Ffr was available in the rca, but not in the lad. The tip did not get trapped at any point during the procedure.

Manufacturer narrative:
Patient is over 18 years of age. (B)(4).

Event description:
It was reported that the wire broke. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). Using the comet guidewire, the physician had difficulty crossing the lesion, and was unable to rotate the device in the middle. The device was removed from the patient¿s body and the tip was missing. When checked under fluoroscopy, a radiopaque (ro) marker was confirmed in the severely tortuous part of the vessel near the shoulder inside the contrast catheter. A wedge balloon was delivered and inflated. The balloon and remaining tip was removed together with the contrast catheter. There were no changes to the patient¿s condition, so the procedure continued using another manufacturer¿s guidewire to obtain an ffr measurement. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet wire separated into 2 segments. The proximal shaft and the tip were returned. The guidewire shaft was examined for any damage or irregularities. The shaft was separated in 1 place approximately 20cm from the tip. The total proximal shaft length that was returned was 165cm. The tip was also damaged with separated coils. There was also a bend approximately 6 to 10cm from the proximal break. There was blood inside the sensor port. No other damage or irregularities were noticed. Device analysis determined the condition of the returned device was consistent with the reported information. Sem imaging was complete, as well as fractography showing an indication of reverse bending fatigue overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that a right radial approach was used for vascular access. The guide catheter being used was another manufacturer's size 4fr catheter. The separation occurred during the first fractional flow reserve (ffr) measurement. There was no resistance noticed prior to the separation. The balloon used to remove the fractured wire was another manufacturer's balloon. The patient's current condition is fine.